Event description:
There was an allegation of questionable rf-ii rheumatoid factors ii results for 1 patient on a cobas 8000 cobas c 701 module. On (B)(6) 2024, the initial serum sample result was 23.4 iu/ml with flag. The sample was repeated and the result was 0.00 iu/ml. A 1:20 dilution was made of the sample and tested and the result was 63.3 iu/ml. On (B)(6) 2024, the sample was repeated again and the result was 6.7 iu/ml accompanied by a flag indicating the value is above the linearity/measuring range of the assay. A 1:5 dilution was made of the sample and tested and the result was 23.3 iu/ml. A 1:10 dilution was made of the sample and tested and the result was 20.2 iu/ml. The sample was also tested on another standby reagent pack of the same lot and the result was 2.4 iu/ml accompanied by a flag indicating the value is above the linearity/measuring range of the assay. Two 1:5 dilutions were made of the sample and tested and both results were 0.0 iu/ml. On (B)(6) 2024, another patient serum sample was tested and the rf-ii result was 6.1 iu/ml. A 1:5 dilution was made of the sample and tested and the result was 18.0 iu/ml. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The analyzer serial number is (B)(6) . An interfering factor in the patient samples is suspected. The investigation is ongoing.

Manufacturer narrative:
Quality control data showed imprecision, which may indicate hardware issues. The investigation did not identify a product problem. The root cause of the event could not be determined.